Event description:
In this case, it was reported that the aortic valve was explanted after an implant duration of approximately 7 years due to severe aortic stenosis. According to the op report, this patient also presented with severe mitral stenosis of his prosthetic valve. Therefore, he was referred for redo-mitral valve replacement and aortic valve replacement. This report will address the aortic valve. Prior to replacing the mitral valve, they opened the aorta obliquely and identified a very stenotic aortic prosthesis. There were no other findings on the device documented. They sized it for a new 23 mm edwards valve. There was no perivalvular leak and good function of the new valve at the end of the procedure.

Manufacturer narrative:
Device was not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The device was replaced with another edwards valve. No further actions are possible with the available information. Please note that this patient also has an event reported for the mitral valve explant; reference MDR submitted for device serial (B)(4).